Event description:
A report was received that the patient was admitted to the hospital due to possible infection near the ipg site. The patient's symptoms were fever, pain, and fluid at the pocket site. The physician removed the ipg and leads. The patient was given antibiotics and the infection was flushed out. The physician did not confirm whether the infection was device related. The patient was reportedly doing well after the explant.